Manufacturer narrative:
This syringe is sourced from more than one manufacturer. The customer did not provide a lot number allowing for identification of the manufacturer.

Event description:
It was reported by the customer that the plunger was not working correctly. On two occasions, the syringe split during injections of a kenalog and lidocaine mixture and the medication leaked. No information was received regarding any serious injury as a result of this report.